Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 2.9 mmol/l with a lifescan meter and 8.6 mmol/l on dr.'s meter (invalid comparison), performed within 10 minutes of each other. The customer service rep walked the pt through three consecutive control solution tests and all three results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The customer service rep performed another control solution with a different test strip vial and the result fell within specifications. Meter was replaced.